Event description:
It was reported that prior to insertion into the patient, it was discovered that the balloon was ruptured. No patient complications were reported.

Manufacturer narrative:
We received one model # d97120f5 catheter with an attached monoject 3ml syringe with 1.3 ml limited volume for examination. The balloon was found to be ruptured close to the proximal edge of the distal winding and the ruptured edges did not appear to match up, indicating a gap of missing latex. Examination of the balloon found it to show signs of deterioration (yellowing). No other visual damage, contamination, or other abnormalities were found on the catheter and syringe. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.